Manufacturer narrative:
H6: investigation summary: a complaint of a broken adapter was received from the customer. No product or photo was returned by the customer. The customer complaint of connector defect could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2000e because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the ll vlv adpt(stand alone) adapter broke off in the lumen. The following information was provided by the initial reporter: "adapter broke off in lumen."

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on (date) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the ll vlv adpt (stand alone) adapter broke off in the lumen. The following information was provided by the initial reporter: "adapter broke off in lumen".